Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the unit was evaluated and the reason for return: "fill chamber button does not work and run/stop button causes the fill chamber to overfill" could not be duplicated. The unit passed all diagnostic tests, functional tests, and is fully operational. This pump is eight (8) years old and has possibly seen heavy use in the field. Further a review into the depuy mitek complaints system revealed three other complaints for this device's serial number. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the remetrex complaint management system as required under mitek¿s corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the customer that the fill chamber button does not work and that the run/stop button causes the fill chamber to overfill. The case was completed with a second pump. No patient consequence. Device will be returned and replaced.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. H10 additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Updated evaluation statement: the unit was evaluated and the reason for return: "fill chamber button does not work and run/stop button causes the fill chamber to overfill" could not be duplicated. The unit passed all diagnostic tests, functional tests, and is fully operational. This pump is eight years old and has possibly seen heavy use in the field. Further a review into the depuy mitek complaints system revealed three other complaints for this device's serial number. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).